Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to migration of the receiver/stimulator adjacent to external ear canal (specific date not reported). The patient was reimplanted with another cochlear device during the same surgery.